Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and device information. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced uncomfortable stimulation. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.